Event description:
Clinical history: a male admitted for scheduled angiogram/angioplasty with stent placement in the left, distal superior artery. Procedure: dr was performing an angioplasty with stent placement on a 5 cm total occlusion of the left sfa. The procedural approach was contralateral via the rfa. The initial approach was unsuccessful using a 5f glide catheter. The decision was made at this point to utilize the quick cross catheter. (This was the first time dr had used the qc device.) The qc was successful in penetrating the calcified, 5 cm occlusion down to the popliteal artery. At this time, the guidewire was exchanged and the qc withdrawn from the patient and stent placement proceeded. Note: the physician was not aware at this time that the marker band remained in the pt. It was however noted on fluoroscopy while viewing the stent placement shortly after. There was a small "speck" on the fluoro, the qc was examined at that point to find one of the bands missing. The physician decided to attempt retrieval with a snare, the snare was retrieved and upon viewing the fluoro, it was then noted that the marker band had migrated into the distal vasculature. The band became lodged into a small side branch of the dorsalis pedis.

Manufacturer narrative:
Patient outcome: the physician decided not to pursue extraction of the band due its location and the added risk this would pose to the patient. There have been no additional complications reported since the initial report on the event date. Marker band remains in left, lower leg of the pt. Failure analysis: a failure analysis investigation is underway and will be sent upon it's completion.

Manufacturer narrative:
During a historical data search on (B)(4) 2012, a supplemental device investigation for MDR# 1721279-2008-00049 was found to have not been filed. A CAPA file was opened in response to the investigation and design changes were implemented as a result. Please note clarification regarding the original filing "cvx-300 excimer laser" was listed in error.